Manufacturer narrative:
The device remains implanted in the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 9 months post-implant, it was reported that the patient was readmitted into the hospital due to low flow alarms. The hospital reported that they investigated the pump and confirmed pump thrombosis. The pump was switched off and the patient is in a hemodynamically stable condition. The hospital team is evaluating whether to perform a pump exchange or explant the pump due to anticoagulation challenges with the patient.

Manufacturer narrative:
A correlation between the device and the reported event could not be determined as the explanted pump was not returned to the manufacturer for evaluation. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information received indicated that the patient received a transplant on a unknown date in (B)(6) 2014.